Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse even occurred. The patient¿s mother stated the patient went to see the school nurse because the patient felt low (specific symptoms were not provided). It was indicated that the dexcom was not showing readings due to having a sensor error. A finger stick reading was taken, and the patient¿s blood glucose was 29 mg/dl. The school nurse provided the patient with 20 grams of carbohydrates and called the patient¿s mother to pick the patient up. At the time of contact, the patient was doing fine. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause was determined to be a sensor noise. Labeling indicates: no system errors: if you get a system error ¿ such as no readings, sensor error, or signal loss ¿ you won¿t get g6 readings or alarm/alerts. No additional patient or event information is available.